Event description:
The distributor reported that a foreign object was identified in the female connector of the stopcock within the kit during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.